Event description:
A valiant stent graft system was implanted in the patient for the treatment of a penetrating aortic ulcer near the left subclavian artery. Prior to the index procedure the physician performed a great vessel debranching by placing a graft off the ascending arch and bypassing the innominate artery and left carotid artery. This was achieved via a sternotomy and implantation of a non-medtronic graft. It was reported that the patient had a cardiac arrest and was resuscitated. An emergency CT performed showed a retrograde type a dissection that appears to have originated at a piece of plaque on the lesser curve. The patient was taken to or immediately to perform an ascending repair, however the patient¿s chest was full of blood and arrested again and expired. Per the physician, the cause of the event cannot be determined as no autopsy was performed therefore unable to determine if the dissection happened due to the graft, surgical procedure before implant or anything other condition. No additional clinical sequelae were reported.